Manufacturer narrative:
Concomitant product(s): model: 4524-53, lead; implanted: (B)(6) 2000. Model: t510c29, porcine heart valve; implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead triggered an alert for rv pacing impedance out of range. The lead remains in use. It was noted the patient is currently enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it) clinical trial. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the out of range impedance reading was actually a low impedance reading. The rv lead remains in use. No patient complications have been reported as a result of this event.